Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that their previous system failed after "a year and half" so it was replaced. The patient stated they'd always had to run it at high stimulation levels (anywhere from 2.5 v -4.0 v) but that they lost therapeutic effect after awhile ( they were back to making a trip to the restroom every 30 minutes (urgency)) and though a manufacturing representative (rep) worked with the patient on the issue for a whole year by trying different programs and even adding new programs, the patient couldn't adjust anymore and the issue never resolved. The patient stated their managing health care provider (hcp) had suspected that a "lead wire" might not have been close enough to where it belonged and the rep ultimately made the recommendation to have the system replaced. The patient also mentioned that once in the beginning when they were making an adjustment to the therapy they had been increasing their stimulation but they hadn't been feeling it so they pressed their finger down hard on the up arrow and the stimulation shot up to 6.0 v and the jolt nearly knocked them to the floor. The patient stated they brought the stimulation back down to where it was comfortable however in that moment, they stated they knew how their dog felt with a shock collar. The manufacturing representative who worked with this patient originally is no longer with the company, but all records indicate that they supported the replacement, but were not aware of any issues with the device.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va24a9z, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 27-nov-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.